Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent pulmonary emboli (pe). The filter was implanted via the right femoral vein and successfully placed in an infrarenal position without complications. The indication for the filter placement was not reported. Approximately four years and five months after the filter implantation, the patient became aware that the filter had tilted and fractured (retained within the inferior vena cava). The filter was also associated with perforation of filter strut(s) outside the inferior vena cava (ivc) and abutting an adjacent organ. The patient further reported having experienced mental anguish, worry and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section b7 (relevant medical history). Section d1 (brand name). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section d11 (concomitant medical products: 18g needle, 6fr sheath, 5fr pigtail catheter, medrad syringe). Section g4 (date received by the manufacturer and PMA/510(k) number). Section h4 (manufacturing date). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including tilt, perforation, fracture, perforation abutting an organ that causes injury and damage to the patient. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 4 years and 5 months post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, tilt and perforation abutting adjacent organ. The patient also reports suffering from anxiety. The following additional information was received per medical records: the patient has a history of recurrent pulmonary emboli. The filter was placed in the infrarenal ivc. A venacavagram showed device in normal configuration and positions below the lowest renal vein. The procedure was successful with no complications noted.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including tilt, perforation, fracture, perforation abutting an organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including tilt, perforation, fracture, perforation abutting an organ.